Event description:
During closure of left hip surgical incision, an atraumatic needle broke in two pieces. Intra-op x-ray obtained, no foreign body identified. The surgery then concluded uneventfully. There was no harm to the patient.